Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and replaced the sample syringe, wash syringe, and sample probe to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated four (4) erroneous high glucose (glu) patient results. The erroneous results were not reported outside of the lab. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided examples of false results.